Manufacturer narrative:
It was reported that in operating room 4, the dust cover fell off the light. A third party contractor was dispatched to the account to investigate the issue. During the service visit, the contractor found that the blue center of the dome cover had fallen. The contractor then proceeded to replace the damaged dome cover and the issue was resolved. The installation history for the surgical light system was reviewed and it was found that the unit was properly installed and passed final qc inspection on 7 september 2018. The service history was also reviewed and there were no service tickets found for any reported issues directly affecting the surgical lights or the surgical light dome covers in this or. There was no patient involvement, injury or adverse event reported. The root cause of this issue has been identified and was investigated under (B)(4).

Event description:
It was reported that the blue dome on the back of the f gen light head cover has detached from the rest of the cover. There was no patient involvement; the room this occurred in is not a surgical room.